Event description:
Customer reported that pump declared an altitude alarm and insulin delivery was suspended. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, customer reverted to manual injections for insulin therapy.